Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call display anomaly and high blood glucose levels. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels via bolus delivery. Troubleshooting for display anomaly was performed. Customer advised the display screen had a black dot under the time. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass. Pump received with minor scratched lcd window, missing display window/cover, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and broken reservoir tube lip.